Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0jxeu, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis revealed stimulator serial number (B)(4) had no anomalies. Analysis revealed lead va0jxeu outer insulation was twisted. The number three electrode weld was broken (overstress/damage) at the distal end.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0jxeu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had buttock pain from the device and the device system was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with loss of bladder control. No stimulation sensation was noted. The patient wanted to increase stimulation because of symptoms returning about 3-4 days ago. The patient was unsure how to use the programmer. The patient was at 2.1 on program 1 and ins was on. Patient increased to 2.4. It was later reported that the patient was having to see her doctor again because she continued to get infections. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.